Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3432949 and product code pfra02

Manufacturer narrative:
Date sent to FDA: 08/14/2017. Patient code:(B)(4) additional surgical intervention. It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2011 and prolift +m was implanted.  It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures.  No additional information was provided.

Manufacturer narrative:
Additional information: additional patient codes: (B)(4) - urinary problems, recurrence, (B)(4) additional narrative: it was reported that following the insertion the patient experienced infection, urinary problems, fistulae, recurrence, vaginal scarring, and organ perforation. It was also reported that the patient underwent mesh removal on 2015 at (B)(6).